Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited the front panel pressure indicators did not work. There were no reports of patient involvement.

Manufacturer narrative:
Upon further review, this report has been confirmed as a duplicate of report with patient identifier (B)(6). All future reports will be submitted under that identifier.